Event description:
This device is at eos indication and was explanted. Should additional info become available, this event will be updated.

Event description:
(B)(6) 2013 - this device was returned to (B)(4) and then returned to (B)(4) on (B)(6) 2013.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 25 charging cycles was documented. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however, the charging was aborted, indicating a depleted battery. The memory content of the device was inspected. It was noted that the left ventricular anti-bradycardia pacing was programmed to 4.5 v @ 1.5 ms. This represents a high current program implying faster discharging of the battery. In summary, the ICD was implanted for 47 months; 25 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. The ICD was fully functional. The eos battery status was anticipated.